Event description:
It was reported that the patient underwent repositioning surgery after a report of scarring and migration. The scarring was noted to be due to surgical technique and patient¿s propensity to scar. The leads and generator were repositioned during the surgery and no device exchanges occurred. After the pocket revision due to the reported migration and scarring, low impedance was seen with the patient. No other relevant information has been received to date. This MDR houses the report of low impedance on the patient's lead. MFR ref #1644487-2023-01149 houses the report of migration and scarring on the patient's generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34; defects¿ or 34; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.